Event description:
Pt in for carotid angiography, #6 french introducer sheath inserted in right groin. Phyisician could not introduce wires. Then placed sheath and wires through left groin and was able to image carotids. Performed aortogram - noted right common iliac stenosis. Performed pta -distal right iliofemoral septum collapsed and external iliac completely obstructed. Taken to surgery for aorto femoral bypass gbraft.